Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing became detached from the catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the lot number was built/package on nfa line 1 from 30may2018 thru 08june2018. 2 potentially related qns (B)(4) - extension tube bond oos and (B)(4) - adhesive purge not performed) and 6 additional non-related were initiated during the build of this lot, actions were in place in accordance with the control plan. The DHR was not closed at the time of the review. Al other challenge, set up and in-process samples were performed and passed per specifications. Received a used 20ga catheter-adapter extension within an open package from lot number: 8197833 along with 2 unused 20ga complete nexiva units inside sealed packages from the same lot number. Visual examination: used unit: traces of patient residue was observed throughout the components of the units received. The extension tubing was not inserted (attached) to the port of the winged adapter. No trace of adhesive was observed on the tubing. Traces of adhesive residue were present on the outer rim of the wing adapter port. Unused units: all components of the units were intact. The extension tubings were manually pulled in an attempt to disconnect them from the winged adapter port. No disconnections occurred. Conclusion(s): the manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system with dual port tubing became detached from the catheter. No serious injury or medical intervention was reported.